Event description:
The following has been reported: biomed reported: pump problem: red alarming, wont bypass system to see logs. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
During the investigation stage it was discovered that this device shows signs of fluid ingress. As a result, the device shall be scrapped. Contamination was spotted at the set ID seal but appears to have been kept outside the device by the set ID.